Manufacturer narrative:
Checking the sterilization charts of the involved lot numbers, no pre-existing anomaly was found on the devices. Therefore, products with those lot numbers have been properly sterilized before being placed on the market. This is the first and only complaint reported on the involved lot numbers.

Event description:
Hip revision surgery performed on (B)(6) 2023, due to infection. Removal of delta-tt acetabular cup and delta protruded liner. According to the received information the following implants got explanted: delta-tt acetab.cup ø52 mm (product code: 5552.15.520, lot nr. 2227009 - ster. Nr. 2300024) delta protr.liner øint 32mm #medium (product code: 5886.51.158, lot nr. 2307074 - ster. Nr. 2300100) patient age: 58 years old.

Manufacturer narrative:
By checking the sterilization charts of the involved lot numbers, no pre-existing anomaly was found on the devices. Therefore, we can state that the products with those lot numbers have been regularly sterilized before being placed on the market, no deviation detected. Very few information is available on this case, specifically, even if repeatedly asked, the following details were never shared with limacorporate: x-rays, pathogen responsible for the infection, if known, date of the previous surgery (when the involved devices were implanted), patient's clinical data (gender, weight, height, bmi, any pathologies that could be relevant for the analysis), any other explanted devices. Without the possibility to analyze the requested details, no further investigation can be performed, other than the check of the sterilization charts of the involved lot numbers. In conclusion, we cannot determine with certainty the root cause of the reported infection, however, based on the check of the sterilization charts, which confirmed the absence of pre-existing anomalies that could have contributed to the reported infection, we classify the event as not product related. Pms data. Based on limacorporate pms data, we estimate a revision rate of delta tt cups (family codes 5552.15.xxx) of about (B)(4). No corrective action is needed following this complaint, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Hip revision surgery performed on (B)(6) 2023, due to infection. According to the received information the following implants were explanted: delta-tt acetab.cup ø52 mm (product code: 5552.15.520, lot nr. 2227009 - ster. Nr. 2300024) delta protr.liner øint 32mm #medium (product code: 5886.51.158, lot nr. 2307074 - ster. Nr. 2300100). Patient age: 58 years old. This event occurred in italy.